Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probes mini probe motor was not at the bottom of the protective catheter, which was bent, and it was impossible to use. This was an out of box failure. There were no reports of patient involvement.